Event description:
It was reported that during a bronchoscopy where the patient had significant luminal narrowing of the trachea, a balloon tracheoplasty was performed. After dilation and tracheoplasty, an attempt was made to deploy the stent; however, the stent was not deployed due to sheath rupture during trigger insertion. Another stent was then successfully deployed without complications, positioned 1.5 cm from the carina and below the cricoid, resulting in normalization of the airway caliber. Ventilation was normal at the end of the procedure. No patient injury.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.